Manufacturer narrative:
An event of a valve explanted for aortic insufficiency and a torn leaflet was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 23mm trifecta gt valve was implanted. On (B)(6) 2019, the valve was explanted due to aortic insufficiency and a torn leaflet was observed. An edwards valve was implanted. The patient is reported to be recovering.

Event description:
On (B)(6) 2017, a 23mm trifecta gt valve was implanted. On (B)(6) 2019, the valve was explanted and an edwards valve was implanted. The patient is reported to be recovering. Additional information has been requested.